Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated the complaint condition is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged and therefore, the indicator may spin freely or it may become jammed. On the returned device, the pin has been broken and the indicator has become jammed. The primary purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely or becomes jammed, it is still held in place and does not fall off of the helical blade inserter and therefore, the case can be completed without incident. There are numerous dents on the alignment indicator and the knurled surface of the set screw indicating that it has been struck with the mallet during use and the pin is damaged and the set screw is broken inside the indicator as a result. The complaint condition is caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints. The design risk assessment was reviewed and found to be adequate for the intended use. The DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition.

Event description:
During a tfn procedure the set screw inside the tfn advanced down and the locking device was deployed too far. As the surgeon attempted to hammer the blade into place, the set screw blocked the blade from going in. The surgeon backed up the set screw then reinserted the blade and placed it where he needed it to be. At full insertion, the knob on the coupling screw broke off and surgeon was unable to remove the coupling screw from the blade. Nothing broke off in the patient and the surgeon used a back up system to complete the procedure. Procedure was extended approximately 10 minutes. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.